Event description:
A report was received that the patient underwent an explant for an unknown reason.

Manufacturer narrative:
Correction to the initial MDR in explantation dates. Explantation date should have been (B)(6) 2014. Additional information was received that the patient reason for explant was patients preference.

Event description:
A report was received that the patient underwent an explant for an unknown reason.